Event description:
A customer contacted baxter's technical service center reporting bubbles in the patient line and the home patient (hp) needed assistance to end therapy on the home choice (hc). The hp stated the initial drain volume would not increase. The technical service representative (tsr) assisted the hp with ending therapy and advised the hp to start over with new supplies. The home patient (hp) contacted product surveillance (ps) on (B)(6) 2011 regarding the air in the line. Per the hp, she resumed therapy using the same supplies. The hp stated when she got off the phone with the technical service representative (tsr), that she started draining and continued to complete therapy. The hp did follow up with her peritoneal dialysis nurse (pdrn) and let her know about the air bubbles in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review would be performed.

Manufacturer narrative:
(B)(4). This complaint for air in line without alarm was not confirmed. In the absence of the patient describing any type of use error and/or a sample to evaluate, baxter is unable to determine a cause as to how the air might have entered the set and/or identify a cause. Baxter will continue to monitor similar reports to determine if further actions are required.